Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Upon functional testing, the fse reviewed the logfile and found that there was an error related to the ippc internal software. To resolve the issue, the fse reinstalled the ippc software. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.